Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient made an unspecified use error while performing continuous ambulatory peritoneal dialysis (capd). The peritonitis was manifested by abdominal pain, diarrhea and cloudy pd effluent. On the same day as onset, the patient was hospitalized for the event. On unreported dates, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies and routes not reported) and the patient was re-trained in proper aseptic technique. Fourteen days after onset, the peritonitis was resolved and the patient was recovered from the event. One day later, the patient was discharged from the hospital. At the time of this report, dianeal therapy was ongoing. No additional information is available.